Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver doxorubicin 121mg/200ml, at the rate 4.2ml/hr, for the duration of 48 hours, and the delivery was started. No further programming parameters were provided. The customer contact reported the patient receives the therapy once a month. On an unspecified date, the patient returned to the user facility for a new container of medication. At that time, the pt reported the device "finished two hours early and was beeping." The device was removed from clinical service. Therapy was continued using a replacement device. The customer contact stated there was no change in the patient status. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.63ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. A review of the history found on (B)(6) 2010, device was programmed for continuous delivery only, at a rate of 4.2 ml/hr, a 200ml vtbi (volume to be infused), and a 210 ml container size. The device continued in use as programmed for (B)(6) 2010 and (B)(6)2010. On (B)(6) 2010 at 1650, device was powered on and a new container indicated. At 1701, delivery was started. At 0000, new date (B)(6) 2010 occurred. Between 1229 & 1231, the delivery was stopped and started. At 0000, new date (B)(6) 2010 occurred. Between 1229 & 1231, the delivery was stopped and started. Between 2052 and 2134, three distal occlusion alarms occurred. At 0000, new date of (B)(6) 2010 occurred. At 1427, a proximal occlusion alarm occurred. Between 1427 and 1545, alarm was silenced 72 times. At 1546, delivery was stopped. Between 1547 and 1550, a 0ml priming volume indicated, a proximal occlusion & start alarm occurred, the delivery was started and stopped. Between 1553 and 1600, a start alarm occurred, silenced twice and the delivery was started. At 1601, a check cassette alarm occurred, delivery was stopped & device was powered off. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).